Manufacturer narrative:
Vyaire file identification: (B)(4). The service technician was able to verify thr reported issue. A known good hose was connected to the unit and when the o2 (oxygen) gas was turned on gas leak was confirmed. It was found that the pisco fitting was loose. The fitting was reconnected and the unit passed with 60psi o2. The rootcase was the loose pisco fitting and it was replaced as a pre-caution. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 has large leak inside the unit. The customer confirmed that there was no patient involvement associated with the reported event.